Manufacturer narrative:
Qn# (B)(4). The device history review could for the product auto endo5 ml lot# 73e1800771 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after applying the sixth clip, the applicator jammed and the clip was not in right position.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the outer tube bent. The damage to the outer tube would prevent the device from firing properly. The sample was returned with a closed clip. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. At this time, it was observed that the next clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were slightly out of position and were seated forward in the channel. It was also found that the top jaw was bent. The bent outer tube could cause the clips to be slightly out of position in the channel and prevent the device from firing properly. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applicator has jammed" was confirmed based upon the sample received. The sample was returned with the outer tube bent. The damage to the outer tube would prevent the device from firing properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that after applying the sixth clip, the applicator jammed and the clip was not in right position.